Manufacturer narrative:
Preliminary analysis of the returned unit confirmed the reported issue.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.